Event description:
The customer reported that the insulin pump buttons were unresponsive. Customer stated he woke up insulin pump was alarming due to high blood glucose buttons were not working. Customer tried to refill insulin and tried to prime. Troubleshooting was done. Customer's blood glucose was 247 mg/dl. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage on the keypad traces. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners, cracked battery tube threads and a broken belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.